Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had some pain and bleeding at her sensor insertion site , so she decided to remove the sensor. The patient's caregiver took the patient to urgent care around 6:00pm. The patient was prescribed oral doxycycline as the area was infected. It was also recommended the patient treat the area with heat compresses due to the allegation of a broken sensor wire that was potentially still inside the patient's skin. The patient was in good condition at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.